Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (59 mg/dl). Reportedly, the customer miscalculated the amount of carbohydrates for a meal consumed. Customer addressed low bg levels with a gel packet of carbohydrates.